Event description:
The exhaust gas line, which removes gas away from the pneumatic drill, ruptured during a craniotomy creating a loud bang in the or. Several staff members complained of hearing loss immediately following the rupture. Injury is expected to be temporary.====================== health professional's impression======================high pressure build up in the exhaust hose. The hose did not have a pressure relief valve.====================== manufacturer response per the site reporter======================anspach released a manufacturers letter in the spring of last year stating that they were upgrading to a new style hose that has a built in pressure relief valve. The manufacturer stated that new hoses and those needing repair would be fitted with this valve. There were no upgrades to older models unless they were in disrepair.